Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to implant the implantable pulse generator (ipg) could not be interrogated, and was not implanted. The device had been stored in a cold location over the winter. No patient complications have been reported as a result of this event.